Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.